Event description:
Information was received that while a smiths medical endotracheal tube was in use, it was leaking air from the pump. No patient injury occurred.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff using a syringe and submerging under water to detect leakage. A leak was noted to be coming from a small tear in the cuff. Production performs a 100 percent visual inspection and pressure decay testing on the manufactured product. Additionally, the production line was reviewed in order to verify for sharp surfaces; no discrepancies were found. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.